Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient underwent external cardioversion, which put their implantable cardioverter defibrillator into backup vvi mode. The device was restored to normal operation successfully. The patient was in stable condition following reprogramming.